Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition with a duration of greater than 2 seconds. The noise could not be recreated in-clinic through isometrics and pocket manipulation and the impedance measurements were stable. The patient is pacemaker dependent. The physician subsequently elected to continue with follow up check. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.